Manufacturer narrative:
The device was not available for analysis; therefore, no physical analysis of the product could be performed. The reported allegation that the fiber broke near the tip during the procedure could not be confirmed. A device history record (DHR) review was conducted and identified no manufacturing deviations related to the lot associated with this event. A labeling review confirmed that the instructions for use (IFU) include guidance to inspect the fiber for damage and caution that careful handling during setup is necessary to prevent fiber damage that may impact performance. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the fiber broke near the tip during the procedure. A new fiber was used to complete the case, and there were no patient complications.

Event description:
It was reported that the fiber broke near the tip during the procedure. A new fiber was used to complete the case, and there were no patient complications.